Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a laparoscopic colectomy procedure, an error "e333" occurred; the image remained present. The intended procedure was completed using the same device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Update to section d9.